Manufacturer narrative:
One opened/used sensor was visually inspected and found the sensor cannula was broken. The broken part was not found and unable to confirm if customer received the sensor in said conditions due to it being returned open/used. The cannula was also bent.

Event description:
Customer reported via phone, he was having issues with the sensor. Customer's blood glucose was 350 mg/dl. The insulin pump kept alarming lost sensor. Troubleshooting was performed and customer was advised to remove the sensor, it was bent. Customer agreed to return the device for further analysis.